Event description:
The consumer was traveling in the train and the unit was in the off position, when he was allegedly jolted in his seat, causing him pain in his back. The consumer alleges this has happened when riding in his power chair as well. The unit allegedly moves back and forth and "slams" into position. The dealer has already replaced both motors. No serious injury is alleged.

Event description:
The consumer was traveling in the train and the unit was in the off position, when he was allegedly jolted in his seat, causing him pain in his back. The consumer alleges this has happened when riding in his power chair as well. The unit allegedly moves back and forth and "slams" into position. The dealer has already replaced both motors. No serious injury is alleged.

Manufacturer narrative:
RMA (B)(4) has been issued for the return of this device. Remedial action: invacare agreed to replace the chair and (B)(4). Model - storm torque sp 3gtqsp serial number (B)(4) is approximately 6 months old. User manual part number 1143151 rev h (jul-10) was issued with the device. It is unknown if the consumer has fully read and understands the user manual. The consumer was traveling on a train with the unit turned off when he was allegedly jolted in his seat. In addition, the consumer alleges this has happened when riding in his power chair as well. The unit allegedly moves back and forth and "slams" into position. The dealer has already replaced both motors. The consumer was in a quickie p200 for several years before they discontinued the model and had to switch to a storm invacare chair. The consumer received the chair on (B)(6) 2011 and on (B)(6) 2011 (B)(4) was called out because the chair was not working. (B)(4) replaced the motors (left and right) under warranty. They made some additional adjustments on the chair (speed control and seat adjustments). On (B)(6), (B)(4) added a swing-away joystick mount. According to (B)(4) there is nothing mechanically wrong with the chair. The consumer has been used to his p200 chair and cannot seem to get adjusted to the new chair. (B)(4) mentioned that prior to switching the consumer over to the new chair; he was provided a demo chair for approximately 3 weeks. The consumer used the chair and was satisfied with the chair. The consumer is now stating that he does not like the storm torque chair and wants to return it for a full refund. At this time, (B)(4) feels that the consumer will not be satisfied otherwise. The consumer has an older back up chair that he can use.

Manufacturer narrative:
(B)(4) issued mfg report #1525712-2011-00589. Power chair, model 3gtqsp, serial number (B)(4) was returned for an evaluation. Chair was a few months old at the time of the incident. The chair showed evidence of use. The chair had no discrepancies when functionally tested. The complaint could not be duplicated. (B)(4) has been issued for the return of this device. Remedial action: invacare agreed to replace the chair and credit the (B)(4) account for the amount of the chair. Model - storm torque sp 3gtqsp serial number (B)(4) is approximately 6 months old. User manual part number 1143151 rev h (jul-10) was issued with the device. It is unknown if the consumer has fully read and understands the user manual. The consumer was traveling on a train with the unit turned off when he was allegedly jolted in his seat. In addition, the consumer alleges this has happened when riding in his power chair as well. The unit allegedly moves back and forth and "slams" into position. The dealer has already replaced both motors. The consumer was in a quickie p200 for several years before they discontinued the model and had to switch to a storm invacare chair. The consumer received the chair on (B)(6) 2011 and on (B)(4) 2011, (B)(4) was called out because the chair was not working. (B)(4) replaced the motors (left and right) under warranty. They made some additional adjustments on the chair (speed control and seat adjustments). On (B)(4), (B)(4) added a swing-away joystick mount. According to (B)(4) there is nothing mechanically wrong with the chair. The consumer has been used to his p200 chair and cannot seem to get adjusted to the new chair. (B)(4) mentioned that prior to switching the consumer over to the new chair, he was provided a demo chair for approximately 3 weeks. The consumer used the chair and was satisfied with the chair. The consumer is now stating that he does not like the storm torque chair and wants to return it for a full refund. At this time, (B)(4) feels that the consumer will not be satisfied otherwise. The consumer has an older back up chair that he can use.